Event description:
Boston scientific received information that this patient was in the hospital due to possible pneumonia. Evaluation of the system noted no capture and pacing impedance measurements greater than 2000 ohms on the left ventricular(lv) channel. A revision procedure will be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted at this time. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 388 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
--

Manufacturer narrative:
(B)(4). A revision procedure was subsequently performed and the lead was removed from service. This product issue will be re-evaluated if additional details are received.